Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did could not reach his ipg to charger due to limited mobility and obesity. The ipg is now inoperable. Surgical intervention is planned to address the patient issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed and issue has been resolved.